Manufacturer narrative:
(B)(6). (B)(4). Investigation/conclusion: the customer's observation was not replicated in-house with retention devices. The retention devices were tested with 25 miu/ml cutoff hcg urine control and 100 miu/ml hcg urine control, the results were positive at read time and met quality control (qc) specification. There were no false negatives results obtained. The manufacturing batch record review did not uncover any abnormalities. The root cause could not be determined without patient specimen in-house analysis and insufficiency information was provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
The customer alleged a potential false negative henry schein one step+ hcg urine cassette test in comparison to the laboratory serum hcg test. On (B)(6) 2014, a (B)(6) female patient presented to the physician's office with the expectation of a positive hcg. The test was negative on the henry schein one step+ hcg urine cassette test . The following was reported: urine sample was collected from the first morning urine. Urine was clean and clear. Last menstrual period was unknown. Nothing unusual with the quality control. The product storage and urine procedure was verified as strictly per the product insert the patient's blood sample was then sent to the hospital and it conformed that the patient was pregnant with a quantitative serum hcg level at 101 miu. There was no reported adverse patient sequela. There was no additional information provided.